Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during maintenance of the port for this patient, the nurse replaced the needle of the port. After opening the outer package, the nurse found that the needle cap was missing. Immediately gave up using the port needle and replaced it with a new one. No other information was provided.